Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced hyperglycemia and the insulin pump had cosmetic damage. Customer's blood glucose level was 24 mmol/l. Customer also mentioned that when they removed the previous infusion set the site was little bit bled. Customer reported that the belt clip rail on one side has broken and missing and now the clip will not held in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. The device was received with broken belt clip rails, cracked case, cracked case corner of belt clip rails, cracked retainer and cracked keypad at select button.